Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 2 years and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted in (B)(6) 2016 following a history of pump thrombosis. Inr on admission was 2.6, and the patient was placed on bivalirudin. The patient's lactate dehydrogenase (ldh) level on admission was 744 u/l and dropped to the mid-500's u/l range after initiation of bivalirudin. The patient's ldh remained stable in the mid-600 u/l range. It was reported that the patient also experienced hematuria, and that the lvad produced elevated power readings. The patient received a heart transplant on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The device was returned assembled. Thrombus was confirmed through the evaluation of the returned device. Examination of the inlet extension revealed a thin layer of strongly adhered tissue around the opening of the inlet tube. The tissue extended over approximately 25 percent of the inlet tube opening. Although a specific cause for the tissue could not be conclusively determined, it was not obstructing blood flow through the inflow cannula and did not appear to have caused any functional issues during pump support. Examination of the proximal-side of the outlet stator revealed a soft, loosely-adhered, tissue-like deposition situated adjacent to the bearing ball. The contact marks present on the distal side of the rotor suggest that the deposition was present while the pump was operating. Although the origin of the deposition as well as a duration of time for which it was present in the pump could not be conclusively determined, it could have contributed to the patient¿s elevated lactate dehydrogenase level and reported pump power elevations, due to resistance on the rotor during pump operation. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed and no abnormalities were found. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.